Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic with complaints of chest pain. The patient had recently received a system upgrade. It was noted that pericardial effusion was observed. The patient was admitted into a hospital and testing completed. An increase in pacing threshold on the right ventricular lead was observed as well as a perforation. The right ventricular lead was explanted and replaced without any complications. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.